Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. It was reported that an unknown call service alarm was emitted more than expected. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 08/16/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2016 with the following findings: a review of the black box data showed consecutive call service 054, 052, and 012 alarms. During testing, the pump powered on to a blank display. The complaint could not be fully investigated due to this. Moisture corrosion was observed in the display. The pump cover was opened and moisture corrosion was found on the printed circuit board and eeprom component.